Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an event of occlusion with an infusion set where the blockage was located in the tubing. Patient was alerted by alarm 2. Patient changed supplies as necessary and resumed insulin therapy. No further information available.